Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united sates. Analysis is pending.

Event description:
Reportedly, intermittent noise sensing was observed during follow up of the subject ICD in both channels an inappropriate shock was delivered. This was observed with a programmed sensitivity at 1.2 mv.